Event description:
It was reported that an ilet user was not receiving glucose readings on the ilet despite receiving readings on the dexcom g7 app, and the user had not entered the dexcom pairing code into the ilet, causing the ilet to remain associated with a prior sensor. Symptoms included absence of glucose values on the ilet. Outcomes included user guidance to disable phone bluetooth, perform a pairing toggle, enter the correct dexcom pairing code into the ilet, and wait for data to populate with instruction to call back if readings did not resume. Investigation included technical troubleshooting and user education on correct sensor pairing workflow. Investigation of this case revealed user setup error related to incorrect or incomplete transmitter-sensor pairing on the ilet, with device function restored through correct code entry and pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup and pairing.